Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the ipg was replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient lost stimulation due to ipg nearing end of life. Surgical intervention is anticipated to address the issue.